Event description:
It was reported that when using the bd pyxis medstation system, the med application was not launched and stuck on blue screen, prevented. The customer reported that there was no delay since the user was able to remove medications from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device stuck on carefusion screen due to software issue. A technical support specialist dialed into station and installed remote support service 4.12 and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.